Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Other lead measurements were noted to be stable. The shock impedance alert was increased. No adverse patient effects were reported. The lead remains in service.